Event description:
The customer reported the backup battery failing to charge. No patient involvement reported.

Manufacturer narrative:
The customer returned power management pcba which was installed in an fi test ventilator. Verification test 11 (internal battery) was performed and passed. The ventilator was run on battery for two hours without any errors occurring. No failures were found.